Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user attempted to pair an ilet system with a libre 3 plus sensor using a newly acquired mobile phone model not supported for the ilet mobile app, resulting in inability to pair and the user being unaware of current glucose levels until support assisted with setup on an alternate supported phone. Symptoms included hyperglycemia peaking at 300 mg/dl. Outcomes included delayed sensor integration and reliance on follow-up support. Investigation included review of device-app pairing process and verification of sensor status. Investigation of this case revealed that the phone incompatibility with the ilet mobile app prevented pairing, while subsequent setup on a supported phone enabled app sign-in and sensor pairing, with the sensor entering warmup as expected. It was concluded, based on previously established findings for similar reports, that the cause was use of a non-supported mobile device leading to pairing failure.